Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a minicap transfer set. There was a crack in the mainbody. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition of leak could not be verified. Visual inspection revealed that the product did not meet product specification. Should additional relevant information become available, a supplemental report will be submitted.